Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 597 mg/dl at the time of incident. The customer other blood glucose was 363 mg/dl. The customer stated that when did the test with five units, only a single drop came out and that would have not indicated five units. The customer treated with bolus and manual injection. The customer stated that they having insulin flow blocked alarms on the pump. The customer stated that insulin exited. The insulin pump will not be returned for analysis.